Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2014 with a bifurcated stent, an infrarenal aortic extension, and four limb stent grafts. A follow up computed tomography (CT) completed on (B)(6) 2016 showed a potential type 3b endoleak the CT also showed the aneurysm sac has decreased since initial implant. The physician confirmed the type 3b endoleak by completing an angiogram. The physician is planning on relining the initial devices. A secondary procedure has not been completed. The patient is in stable condition and there has not been any additional adverse events reported.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm the reported type 3b endoleak. Additionally there was evidence to reasonably support the following observations; coiling of the left internal iliac artery, prior to the afx implant, for the purpose of extending the limb into the left external iliac artery. The clinical evaluation additionally found evidence to reasonably suggest the following contributing factors to the reported event; calcifications at the aortic bifurcation. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event.

Event description:
Additional information received, the patient had a successful secondary intervention completed on (B)(6) 2016. The physician elected to implant an additional bifurcated stent to seal the endoleak. It was reported the patient was discharged home post operative day one in good condition.